Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a leak test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed to be the active exhalation control module. The engineer replaced the proportional and 3-way valve to resolve the issue. The unit passed all tests. No further investigation is required.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed a leak test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed to be the active exhalation control module. The engineer replaced the proportional and 3-way valve to resolve the issue. The unit passed all tests. The proportional valve was returned to the product investigation lab (pil) for additional testing. The proportional valve was found to operate as designed without issue when evaluated independently. Additionally, the solenoid valve was also returned to the product investigation lab (pil) for additional testing. The solenoid valve failure was confirmed when evaluated independently.